Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the patient experienced inadequate blood flow during long-term chronic catheter dialysis and was disconnected after blood return. When the catheter was sealed with urokinase, a crack was observed at the venous end of the catheter's spiral connector. There was nothing unusual observed on the device prior to use. The catheter was repaired, but the repair kit was not used. Tego was not utilized. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. There was no excessive force used on the device. The cleaning was allowed to dry thoroughly prior to applying the ointment to the area. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. After local disinfection of the central venous catheter in the treatment room, the venous spiral connector was replaced as a remedial action and the intervention/treatment required as a result of the event. The patient was then returned to the dialysis room for blood drainage and reconnected to the dialysis machine. Blood flow was successfully restored, and the dialysis session proceeded smoothly. The treatment was completed. There was no blood loss and no blood transfusion. There was no reported patient injury.